Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, visual examination found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure (laparoscopic), the visera elite ii video system center exhibited a touch panel error (e333). The procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation and testing, the reported e333 issue could not be replicated and the root cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.